Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 will not turn on. Technical support- 1. Plug the instrument into ac. 2. Check and/or replace the battery. 3. Check the fuses. 4. Replace the off-line switcher. 5. Replace the power supply board. 6. Return the module to the factory. Recommended replace power supply processor board. (B)(6) will send unit in for flat fee repair. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. A review of the device history record showed the device had a manufacture date of 11sep2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure. A review of the complaint history record was performed for the (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. No product received for evaluation.

Event description:
It was reported that the device would not turn on/off. There was no ac light when the power cord was plugged in. The tech recommended replacing the battery, off-line switcher, power supply board, then power supply processor board. There was no patient involvement.